Manufacturer narrative:
Correction: g2:company rep should not have been selected.

Event description:
It was reported that a patient presented with over-sensing of lead noise noted on the right ventricular lead. No intervention or adverse patient consequences were reported.